Manufacturer narrative:
Instrument is performing as intended. (B)(4).

Event description:
Customer reported a false positive reaction on their provue (s/n (B)(4)) while testing a cord blood. Issue occurred on (B)(6) 2018. Sample forward typed as an ab+. Reactions were 2+; control well was negative. Card was discarded into the waste. Customer reviewed the image and was not satisfied with the image, therefore repeat testing was performed using the same lot of gel cards ((B)(4)), but in manual gel. Sample forward typed as a+. Reactions were 4+; control well was negative. Customer repeated testing on another provue with the same lot of cards. Sample forward typed as a+. Customer believes the result is a+, however is concerned that the instrument reported it as an ab+. Issue related to one cord blood sample. No reports of other issues. On 27-jun-2018, an ortho field engineer (fe) contacted the customer. Troubleshooting was performed via the phone. No on-site servicing was required. The instrument is performing as expected. It is believed that the issue was due to the gel cards. The device history record for the lot of gel cards was reviewed and no discrepancies were discovered. All in-process and final release serological testing results were within specifications. All qc inspection records indicated acceptable results. There were no product nonconformances related to this lot.